Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown constrained liner. Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
The sales rep, has reported on behalf of the customer, that a patient requires a revision due to the dislocation of a stryker constrained liner. Further information on this event has been requested from the sales rep.